Manufacturer narrative:
There was no moisture damage found on the electronics, motor, batter tube, and vibrator assembly during visual inspection. The pump was received with partially broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
The customer's wife reported via phone call of issues with the customer's insulin pump. The wife states that the reservoir tube lip had a broken piece, and was exposing the gasket. The wife states the reservoir compartment is leaking. The customer's blood glucose level at the time of incident was unknown. The wife states the damage was most likely caused by bumping the device. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.